Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and it was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. Additionally, no physical damage was confirmed at the plastic distal end cover and biopsy channel port where the foreign material remained. The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to insufficient or inadequate reprocessing. The event can be detected/prevented by following the instructions for use (IFU) sections: detection methods are written in IFU: cf-h185l/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited plastic distal end cover and forceps channel port had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.